Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer declined a service visit. The investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample from the cobas c111 analyzer. The initial result from the primary sample tube was 9.8 mg/dl. The sample was aliquoted, frozen overnight, and thawed before repeating on (B)(6) 2020. The repeat result was 7.5 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 40821801 with an expiration date of 31-jul-2020.